Manufacturer narrative:
Device evaluation: analysis of the returned device identified; black particles on fill channel and opening curved on anterior. Leak test and microscopic analysis was performed which identified; sharp opening in valve bold edge(anterior). The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bold edge(anterior) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.